Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, the patient with this lead complained that they were not receiving pacing. The pacing threshold measurements were adjusted to the highest setting, but there was still no pacing observed. It was determined through x-ray that the lead had dislodged. A revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.